Event description:
Boston scientific received information that the patient implanted with this device system had been in the hospital for an unspecified reason. Upon device interrogation, a red fault screen displayed. The device was found to be in safety mode, limited to a single zone therapy. The patient had received radiation therapy. Technical services recommended device replacement. An invasive revision procedure was performed, and the device was explanted and replaced successfully. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned to allow for reliabilty analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Upon interrogation of the device, it was confirmed that the device was in safety mode when it was received. Memory log file indicated that the device had recorded three failures, forcing safety core to occur. Further testing confirmed that the device was capable of delivering limited single zone brady and tachy therapies as designed. Factory firmware was reloaded to the device and further testing was performed on the device. All manual lead impedance measurements were within their normal range and device could deliver brady and tachy therapies as programmed. It was concluded that the device was forced to safety mode due to memory data corruption that occurred three times within a 24 hour period. The memory data corruption might have been induced by the radiation therapy that the patient endured.